Manufacturer narrative:
The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic problem and degradation problem resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer returned the bronchovideoscope to the service center for evaluation related to a separate issue. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device had the metal distal end chipped and no image (half of screen black other side pink). There was no patient involvement.